Event description:
On (B)(6) 2013, this pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder endoprostheses and a planned chimney procedure was performed. Genesis stents were placed bi-laterally in the renal arteries; and a s/m/a/r/t control stent was placed in the left external iliac artery. This same day the pt developed pancreatitis. The physician reports that the pt developed ischemia from hypo-perfusion during the procedure. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The gore excluder endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or required intervention include, but are not limited to: bowel ischemia.